Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 4.8 mmol/l. The customer reported that they had insulin pump error alarm during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump errors 54 and 3 occurred during testing; however, pump error 54 and pump error 3 are found in the device history file due to software errors.